Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3778-75 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2012; explant date (B)(6) 2018 brand name ; product ID 3778-75 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2012; explant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported the patient had a lead migration in the past and that caused them to have their device replaced in 2017 or 2018. Caller was unsure when this happened, when the manufacturer was notified, as well as who the physician was.